Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, implanted: (B)(6) 2018, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency-frequency. It was reported that the patient believes the wires may have moved, she is now having a burning sensation when she urinates. She said it almost feels like a bladder infection. The patient was in an automobile accident, which may have contributed to the issue. The patient was advised to turn off the stimulation at the time of the report. There were no further complications or anticipations reported with this event.